Manufacturer narrative:
Results and conclusions summation - product performance engineering reviewed the incident information. Thrombosis, as listed in the device risk assessment and IFU is a known adverse even associated with coronary stenting this known patient effect is not necessarily an indication of a product quality issue. The additional ballooning as treatment for the thrombosis, it is expected that hospitalization will be required. It should be noted that with use of the pixel, one contraindication in the patient in the IFU is, "patients who have experienced a recent (less than 1 week) acute myocardial infarction." In this case, the pixel was implanted in an ami patient.

Event description:
Reporting status: serious injury - medical intervention. Reporting rationale: thrombosis requiring additional balloon dilatation. Device issue:none. It was reported that the initial procedure was performed in 2008, on an ami patient. A 2.5 x 18 mm pixel stent was implanted in the distal lcx, and another 2.5 x 18 mm pixel stent was implanted in the lad. The procedure was completed without complications. On the following month, thrombosis was observed in distal lad where the 2.5 x 18 mm pixel was implanted. Poba was performed to treat the thrombosis at the distal lad. No additional event or patient information is available.